Event description:
In the cardiac surgery unit, the blood tubing set was primed with normal saline and a unit of packed red blood cells (prbcs) was attached. This was the second unit of prbcs delivered to the patient. The blood set was connected to an unspecified large bore central line and the delivery was inititated for a duration of 2 to 2.5 hours. It was unspecified if a pump was in use to deliver the transfusion. Reportedly during the delivery, the patient experienced hematuria. There were no reported signs of a blood transfusion reaction with either unit of prcbs. It was also reported that the "blood hemolized in the set during the blood transfusion causing the patient to go into renal failure." The patient is being treated with dialysis. The customer contact indicated that the tubing set is not suspected as the cause of the hemolysis.